Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated a lead impedance out of range alert and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert was triggered due to the atrial lead exhibiting low impedance and high short interval counts (sic). During a follow-up appointment, it appeared that the lead had recovered, therefore, no actions were taken. The lead remains in use. No patient complications have been reported as a result of this event.